Event description:
It was reported that the device restarted while on a patient. No patient injury was reported.

Manufacturer narrative:
The affected device was analyzed onsite by dräger service and the log file was sent to the manufacturer for a detailed evaluation. During the initial service evaluation, the issue could not be duplicated and it was suspected that only the cockpit/display had an issue. However, the evaluation of the logfile during the investigation showed that the device performed a single reboot of the ventilation unit on march 15, 2024 at 4:19 am. The root cause was determined to be a temporary deviation on the pba m16.2 and its cf card. The device was repaired by replacing the components. The case was reassessed as reportable as a result of the investigation. As a safety feature of the system, the safety software analyses and verifies proper function of the device. If the safety software detects an internal failure concerning the ventilator, a local restart of the ventilation unit would be triggered. During the restart the device stops ventilation, and the emergency-breathing valve opens to ambient allowing for spontaneous breathing. Audible alarms are posted to inform the user about the problem. The restart sequence takes up to a maximum of 8 seconds and is accompanied by an audible alarm. During that time the safety valve remains opened to ambient allowing the patient for spontaneous breathing. After successful completion of the restart, the ventilation resumes with the latest settings. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.